Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to implant due to the suboptimal thresholds. It was noted that the lv lead had noise in the signal. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.